Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2021. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a peritoneal dialysis infection manifested by cloudy effluent. The cause of the events was reported as caused by a "coccal infection". On an unreported date, the patient was hospitalized for the events. On an unreported date, the patient was treated with two unspecified drugs (intraperitoneal, doses and frequencies were not reported) for treatment. At the time of this report, the patient was recovered from the events and was discharged from hospitalized. Pd therapy was withdrawn at the time of this report. No additional information could be provided because the reporter declined follow up.